Event description:
Information received indicated the head section drifts down.

Manufacturer narrative:
The center shroud was caught on head down pedal which was pushing it down causing the head section to drift down. Customer was sent a replacement center shroud.